Event description:
The following information was obtained through the clinical study (B)(6): it was reported the physician implanted a 30mm gore® cardioform septal occluder on (B)(6) 2022. On (B)(6) 2022, the patient was hospitalized due to atrial flutter and was treated with diltiazem intravenously and then by mouth with better rate control. The patient was started on eliquis for anti-coagulation.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment.